Event description:
A medtronic representative reported that the site has an older vertek arm that will not hold the reference frame properly. This event was reported outside the operating room. There was no patient present.

Manufacturer narrative:
No patient information provided as no patient was present at the time of the alleged malfunction. The site reportedly does not intend to return the arm to the manufacturer for evaluation.